Event description:
It was reported that a percuflex plus ureteral stent was used in a ureteroscopic intervention procedure in the ureter. During procedure closure, it was noticed that the front end of the stent was fractured but did not fall inside the patient. The procedure was completed with another of the same device and there were no patient complications reported. A photo of the complaint device was provided and showed that the coil was detached.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of coil detached inside the patient.